Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr found that the user interface module (uim) is defective and needs replacement. No root cause has been determined at this time, since the investigation is still ongoing vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator user interface module (uim) flashes and sometimes only half screen lights up when the device was powered on. At this time, there is no information regarding patient involvement associated with the reported event.